Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of sample; however, based on the information gathered during baxter's investigation, the cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during dwell 5 of 5. The baxter technical service representative (tsr) helped the home patient (hp) to clear the error and explained that a large amount of air had entered into the disposable set. The hp elected to stop therapy for the night and call the nurse in the morning. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.